Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files by rse indicated a lost connection to internal components. A philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy storage was not possible due to an image disk problem. Fse implemented an interim solution by replacing the disk bay of x-ray pc, reinstalling hard drives, and reassembling the x-ray pc to resolve the issue. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of the disk bay, reinstalling hard drives and reassembling the x-ray pc. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system would not boot up, stuck at screen with philips logo. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.